Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and configuration files were evaluated and reloaded. The image processor pcb was also evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging playback mode functionality. No patient or user injury was reported related to this event.